Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving an apply sample message. On march 18, 2008, this medical affairs specialist was able to contacted the pt to obtain more info. The pt tests her blood glucose 5 times per day. The pt takes 70 units of lantus insulin once in the morning and once at night. The pt bases her sliding scale insulin (humalog) based on her meter readings. For every unit of humalog she takes lowers her blood glucose by 20 points. After the reported issue began on the morning of three days prior to original date, the pt was unable to obtain a blood glucose reading for 2 or 3 days. The pt was not tested on another device. The pt indicated that after the reported issue began, the pt started to lower her insulin regimen. The pt took 60 units of lantus once in the morning and once at night. The pt stopped taking her humalog (bolus insulin) altogether because she was not able to obtain a blood glucose reading. The pt indicated that she would treat her diabetes "reactively" as opposed to "proactively." The pt stated that when she had symptoms described as "shaking, sweating, slurred speech, and irritated," she would eat food and reportedly felt better. The symptoms suggestive of hypoglycemia occurred on several occasions for 2 to 3 days before she contacted lifescan. The pt further indicated that the symptoms could have been prevented if she was able to obtain her blood glucose during the time of concern. During troubleshooting, the customer care advocate verified that the correct technique was used to apply the sample onto the test strip, the sample was drawn into the test area, and the reported issue was not resolved with a new vial of test strip. This complaint is being reported because the pt claimed she had symptoms that can be associated with severe hypoglycemia after she was unable to test her blood glucose for at least 2 or 3 days. Replacement products were sent to the pt.